Manufacturer narrative:
E1 - initial reporter establishment name, initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the occasional backouts occurred during angulation. Definitive root cause cannot be determined. The probable causes due to repeated electrical stress caused by repeated power supply, accidental static electricity, or leakage from other products, combined with overcurrent, may have damaged the internal circuit board of the connector, affecting image output. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the broncho videoscope image occasionally blackouts. The issue occurred during preparation for use. There were no reports of patient harm.